Manufacturer narrative:
UDI information: (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was over draining and is planned to be revise. The patient developed subdural and the surgeon reported turning the valve to 8 (virtually off). It was reported that the subdural grew larger after set to 8. Surgeon then ligated shunt to close off to csf drainage. Patient still has valve implanted and am working on making arrangements to have valve explanted and returned to integra.